Event description:
The pt arrived from the or to pacu having foley with continuous bladder irrigation (cbi) infusing. The foley did not appear to be draining, but cbi was infusing. The pt awoke and started complaining of pain. Pacu rn palpated the abdomen and bladder, the pt patient complained. The foley was still not draining, the cbi was turned off. The urologist inspected the 3-way foley: foley and cbi (continuous bladder irrigation) ports were opposite (foley in irrigation port and not draining; irrigation port infusing into bladder). The urologist switched ports (cbi to cbi port; foley to foley port). Foley began draining immediately, pink tinged urine. The nursing assessment earlier this month indicates the foley was continuing to drain well, no other issues with it.